Manufacturer narrative:
Batch review performed on 17 june 2019: lot 168822: (B)(4) items manufactured and released on 26 april 2017. Expiration date: 2022-04-12. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: hip revision surgery occurred 1 year after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of a slightly varus stem. This position may be due to patient anatomy or bone morphology that cannot be assessed on the basis of a single pre-revision antero-posterior x-ray. However, no relationship can be established between the varus position and the mobilization, as it is very frequent to have varus stem performing impeccably. The very short follow up before revision surgery leads to suspect that satisfactory primary stability had not been achieved, but we cannot speculate on the reasons for this (difficulties or significant events at rehabilitation, for instance, small traumas, etc...). A final conclusion as to the reasons that led to the event cannot be reached with the information at hand.

Event description:
Revision surgery performed after 11 months from the primary due to pain caused by a loose stem. The surgeon revised the stem and head and the surgery was completed successfully.